Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead perforated the heart wall and lung. A surgical procedure was done to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.